Event description:
It was reported that during a percutaneous coronary intervention, plaque shift occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. The 3.0x38mm promus element stent was implanted in the lad resulting in smooth timi flow. However it was noted that plaque shifted into the 2nd diagonal artery and was blocking flow. Several attempts were made to cross a 2.5x12mm promus element stent but the physician was unable to cross the lesion. The procedure was completed with dilation of a 1.5x15mm maverick balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).